Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 600 mg/dl. The customer changed the set and found cannula bent again. The customer treated with a bloused and manual injection during the night the pump kept alarming and it turned off the auto mode, this morning blood glucose value was 109 mg/dl. The customer said he had two other bent cannulas and the blood glucose ran up to 300¿s mg/dl. The other relevant blood glucose value was 358 and 408 mg/dl. The customer also states the insulin pump had received an error alert. The customer declined to troubleshoot for high blood glucose. Advised to discontinue the use of the pump. The insulin pump will not be returned for analysis.